Event description:
Terumo medical received an FDA medwatch report # mw5180837. The event description states: "during an attempted port-a-cath placement, the coating on the glidewire sheared with a fragment of the coating remaining in the patient's subcutaneous tissue." Additional information was received on 14 jan 2026: user error may be to blame as the guidewire was threaded through a needle. The sheared fragment is not causing any issues and has not migrated as it is in the subcutaneous tissue. The estimated blood loss was 5ml. The patient was fine. There was no issue with hemostasis. Only a port-a-cath kit was used with the glidewire.